Manufacturer narrative:
The suspect device was returned for evaluation. Visual inspection showed no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following alarms upon start-up: low peak pressure, low minute ventilation, and alarm circuit fault while auto-cycling. Unit was powered in service mode. The event log shows multiples alarm low minute ventilation, low peak pressure, and a transducer fault occurred. The reported complaint was confirmed and duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced no tidal volume, low pip (low peak inspiratory pressure) reading. The customer confirmed that there was no patient harm associated with the reported event.